Event description:
It was reported that a patient sustained a contusion to the head and left shoulder pain after a cot tip. It was further reported that the patient had to go to the hospital to receive treatment. No further details have been provided at this time.